Event description:
The facilities maintenance indicated the bed has no trendelenburg or reverse trendelenburg functions.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.